Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 25-sep-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (ess205) (batch no. 508863-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 12 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced arthralgia ("joint pain"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and medical device removal with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: insertion date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 05-apr-2021. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (ess205) (batch no. 508863-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6)2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 12 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced arthralgia ("joint pain"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and medical device removal with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-apr-2021: no new clinical information provided, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps on (B)(6) 2020). The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (ess205) (batch no. 508863-invalid) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and medical device removal with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality safety evaluation of ptc. A technical investigation was conducted and a review of complaint records and other relevant data; a batch review was not possible due to invalid batch number; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-apr-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (ess205) (batch no. 508863) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and medical device removal with essure (ess205). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.